Event description:
It was reported that a lawsuit alleged that the patient sustained physical injuries, and the device was explanted and replaced as a result of device failure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.